Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium (na) level 1 adc #s ran on the unicel dxc 600i synchron access clinical system have been outside the range for more than a week. Customer reported that over the weekend they had problems with calcium (calc) results failing delta check and low anion gaps. Customer reported that na, chloride (cl), calc and carbon dioxide (co2) were all affected. Customer reported that erroneous results were not reported outside the laboratory. Customer reported that they recalibrated and reran the samples. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the na electrodes, carbon bridge and ratio pump. The fse verified performance.